Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately three weeks post implant high impedance was noted on the left ventricular (lv) lead. It was further noted that impedance measurements are now stable within normal limits during office interrogation with patient body movements as well as pocket manipulation. It was noted the patient feels very well. The lead remains in use. No patient complications have been reported as a result of this event. It was further reported that the cardiac resynchronization therapy defibrillator (crt-d) set screw was not seated properly and the lead pin had backed up. The lead pin was re-seated in the header and the set screw tightened appropriately. The crt-d remains in use.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.